Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the run data file was analyzed for this event. Signals in the run data file do not indicate a conclusive cause for the greater than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information it cannot be ruled out that this leukoreduction failure could be donor related. It also cannot be ruled out that a sampling, calculation, or other process error could have contributed to the higher than expected wbc content in the platelet product. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
This report is being filed to provide additional information in investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Root cause: the disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Signals in the run data file do not indicate a conclusive cause for the greater than expected wbc content in the platelet product reported for this collection. Possible root causes were provided in the initial report this event.